Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump was not delivering insulin. The customer's blood glucose level was 250 mg/dl at the time of the incident. The customer's other blood glucose was 120 mg/dl. The customer reported when priming the tubing it took up to 5 seconds to prime until the insulin was coming out. The customer still put on the infusion set and noticed their blood glucose rose from 120 mg/dl to 250 mg/dl. Troubleshooting was not completed. The insulin pump will not be returned for analysis.